Event description:
The report received indicated that during a coronary procedure, the 3.50x13mm stent delivery system failed to cross the lesion. The physician exchanged the device for a similar unit and the procedure was completed; there was no report of injury to the pt. The product was returned for eval; however, upon return, the stent on the device was received detached from the balloon and the stent struts were flared. Further attempts to clarify how the problems with the stent occurred were made; however, there was no other info available.

Manufacturer narrative:
The product has been returned for eval and testing, however, as of to date the eval has not been completed. This device is distributed outside the united states, however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.